Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record # (B)(4).

Event description:
It was reported during cardiosave intra-aortic balloon (iab) therapy, there was a blood back issue. The balloon pump alarmed and the nurse noticed bright red blood in the tubing. There were no reported consequences or impact to the patient.